Event description:
It was reported that when the battery device was put on the (B)(4) battery charger device, it was observed there no lights were displayed while attempting to recharge the battery device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not charge. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrections: device availability: the device availability was inadvertently documented as apr 3, 2015. The date returned to manufacturer was corrected from apr 3, 2015 to apr 1, 2015. Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 20, 2014. Device evaluation update: in addition to the initial assignable root cause related to the reported condition, reliability engineering also determined that the device was defective and there were no lights displayed on battery charger. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.